Manufacturer narrative:
Concomitant products: a2dr01 ipg implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Right ventricular (rv) lead undersensing was also on stored electrograms (e gm). The rv lead was capped and replaced.  No further patient complications have been reported as a result of this event.